Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable cause of the complaint is (B)(4) cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope white residue on both sides of the air/water channel. There was no patient involvement.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.